Event description:
The pump was returned for investigation. Evaluation revealed that battery cap is able to fully tighten however the coin slot on top of battery is stripped making it difficult to tighten and remove. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was low voltage in batteries. The battery cap is able to fully tighten however the coin slot on top of the battery is stripped making it difficult to tighten and remove. (B)(6).